Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he has been hospitalized 4 times with low blood glucose during the current year, hospitalization dates are (B)(6) 2015; blood glucose value at the time of the admission is unknown, he missed or had a small meal and too much physical activity and passed out at work. The customer mentioned being in a vehicular accident on (B)(6) 2015 but he was not driving. Customer declined troubleshooting for low blood glucose. He also reported that the insulin pump has had damage for 6 to 9 months. It has several cracks on reservoir compartment, scratches on the screen and a crack from the reservoir compartment to the act button. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched display window, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, scratched reservoir tube window, cracked case at display window corner and cracked battery tube threads. No damage noted on the lcd glass.